Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient said they spoke with a medtronic representative yesterday and the representative was going to give the patient a different program to try because the current program was not working. Patient said when they put the stimulation up to 1, they get sciatica down their right buttock all the way down to their ankle on the right side and it's been doing this for a long time. Patient mentioned that they have had the device for 5 years and it has gotten worse. Agent walked the patient through connecting to their settings and the patient was unable to see an option for changing the program. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient also reported they have been having nothing but problems with their therapy since after the first year. Patient said that at night when they lay down the stimulation goes down their sciatic nerve and they can feel it all night long. Patient mentioned that they think the leads have moved or something. Patient also said they are peeing all the time. Agent reviewed keeping handset powered off when not in use. Agent reviewed therapy adjustment options. When patient was trying to reconnect to ins, they stated the communicator died. Patient plugged communicator in and saw red battery light. Patient will charge communicator and call back for assistance changing their program.

Event description:
Additional information was received from the patient. They reported that they switched the program to a different mode on (B)(6) 2024, and the issue is not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID neu unknown lead lot# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.